Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 instrument was received with no package present. The device was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as no tyvek or blister were received. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the packaging was defective as it was noted to have a hole in it when went to open device. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.